Event description:
On 01-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 204 mg/dl while device alerts 57, 59, and 69 were displayed. The user restarted the device, insulin delivery continued, and glucose levels trended back into range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.